Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach on patient's esophageal mucosa and came out together with the delivery system. There was a mild tear in mucosa, no intervention was required, and a repeat procedure was performed. An endoscopy had been performed prior to the procedure and showed the esophagus to be normal, no lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Additional info: evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo capsule and 1one bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported bravo fail to attach to patient's esophagus. The reported condition was not confirmed. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by medtronic investigation personnel. Photos of the system were attached and received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. From the sample that was returned for investigation it is impossible to determine if product meet specs or not. Since no sample arrived, visual inspection cannot be performed. The customer reported bravo capsule fail to attach. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. Evaluation was not performed since the product sample that arrived for investigation is inadequate. The customer has sent 5 photos including the mandela pump, recorder, and bloody capsule after procedure - from the photos it is impossible to determine the issue. The failure cause was not found since the product sample that arrived for investigation is inadequate. From the sample it cannot be determined what is the root cause. No CAPA is required. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach on patient's esophageal mucosa and came out together with the delivery system. There was a mild tear in mucosa, no intervention was required, and a repeat procedure was performed. An endoscopy had been performed prior to the procedure and showed the esophagus to be normal, no lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. A different capsule was used to proceed with the procedure and a repeat procedure was not necessary.